Manufacturer narrative:
(B)(4). Additional information: a labeling review was performed and the instructions printed on each individual packaging are available to the user and are accurate and sufficient.

Manufacturer narrative:
(B)(4). The sample was not available so the root cause cannot be determined. No conclusion can be drawn from the investigation. A batch review could not be completed as the lot number was not provided by the customer. If additional information or samples become available, a follow-up report will be submitted.

Event description:
A baxter sales rep reported to baxter corporate product surveillance a continu-flo solution set in which a backflow occurred. According to the report, the oncology nurse set up a secondary infusion using a sigma pump. The nurse hung a 50 ml secondary bag of an unknown medication and started the infusion. The secondary was flowing fine when the infusion first started. When the nurse went back in to check on the infusion, she noticed that the pump read that 5 ml were infused, yet the 50 ml bag was empty. She believed that the check valve on the primary line failed and the secondary bag actually infused into the primary bag. Pump was sent to biomed, the problem was not able to be replicated. Upon customer follow-up, the clinical nurse specialist clarified that the head nurse went to check on the set-up and noted that the set was not seeded in the pump correctly and the check-valve was never inverted and tapped per label copy. The event could have been user error. The event occurred during infusion. There was patient involvement, but there was no patient injury, medical intervention, or adverse event reported with this event. No additional information is available.